Event description:
A report was received that the patient was experiencing discomfort at the pocket site and fast ipg depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure since the patient was not able to get it to charge. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and fast ipg depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)